Event description:
Customer reported low vacuum errors were obtained when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer was sent to the facility to service the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced the 3-way pinch valves, pv16 (for the vacuum isolator drain) and pv53 (drain diff/retics waste) to resolve the issue. (B)(4).